Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-01421.

Event description:
Device 2 of 2 . Reference MFR report: 1627487-2015-01421. Additional information received identified the patient underwent surgical intervention and the scs leads were explanted and replaced. The patient reported receiving effective stimulation therapy coverage postoperative.